Event description:
Voluntary medwatch form received via cdrh reporting a pt death while the device was in use. The pump was programmed to infuse meperidine 10mg/ml, 20mg/hr, remainder of settings not specifically known, however, reporter states "a total of 50mg within one hour was allowed." The pt "arrested and died suddenly on 03/16/98." Report source states that medical personnel felt the pt's sudden arrest and instant death was indicative of an embolic event. She did not have any symptoms of oversedation prior to the arrest. Their investigation showed no apparent malfunction with the pca pump. The doses administered were within the prescription parameters. The amount gone from the meperidine vial was as expected and matched the device display. The pt had not received the total amounts that were available to her through pca demands. The pt was 28 weeks pregnant. Physicians considered taking the child by cesarean section but were unable to find fetal heart tones. No additional info was available.

Manufacturer narrative:
Device was not been returned for failure analysis. Device history record has been reviewed with the observation that the device was released as a new device and successfully passed all tests at the time of release. Experience referred to corrective action process for further trending and/or analysis. Frequency of death or serious injury for reported (102) overdelivery complaints for pca is approx 1.67/million sets.